Event description:
In 2008, boston scientific corp was informed that the forceps jaws of a radial jaw 3 biopsy forceps device did not close properly. According to the complainant, the procedure was completed with another radial jaw 3 biopsy forceps device.

Manufacturer narrative:
Although the suspect device has been received for evaluation, the analysis has not been completed; the cause of the reported malfunction has not been determined.